Manufacturer narrative:
Review of the files provided was unable to reproduce the reported impedance shift / error message. The reported mapping and communication issues were confirmed through the returned photos and video. The case study also confirmed the event, as multiple error messages were displayed stating more points were needed for field scaling. If the reported behavior is observed, it is recommended to collect more model surface points for the existing surface, using a greater variety of catheter orientations. It may be helpful to use multiple types of catheters to collect model surface points, e.g., use an ablation catheter and a spiral catheter in all regions of the chamber. See ensite cardiac mapping system IFU, model; modeling.

Event description:
During an atrial flutter ablation procedure, the volume of the left atrium did not allow for safe ablation of the left pulmonary veins and the procedure was cancelled. While mapping of the right atrium was performed, a distortion message (application of navx field scaling) was displayed to the magnet was disconnected. The right atrium as noted to have proportioned volume so gap ablation in the CT was performed and a sinus rhythm returned. Transseptal access was then performed, and mapping of the left atrium was performed to verify that the pulmonary veins were still disconnected. The therapy ablation catheter was removed from the catheter preset selected at the beginning of the procedure and the tacticath se ablation catheter was added, along with tee being set up. These manipulations created an impedance shift with the appearance of an error message. The coronary sinus catheter came back in place after removing the needle and tee. Once the hd grid catheter was placed in the left atrium, respiration compensation was noted, and mapping was started but the atrium appeared flat. The addition of field scaling lengthened the distance between the right and left veins but did not provide volume to the atrium. The points from the ¿og¿ surface of the left group were reassigned to the ¿other¿ group. The ¿og¿ surface was then selected and a second map of the left atrium was created. The geometry was again flat so all points were deleted in the left group. A new tee was conducted and verified there was no effusion. The tee was left in place and realization of a third map of the left atrium in one model was performed, however the same issue occurred with the geometry appearing flat. Magnetic reactivation was attempted, and the prs-p indicator was green, but the others were red (prs-a, hd grid, ablation). The collection of magnetic points or field scaling was not able to be performed and the procedure was stopped because of the low volume of the left atrium did not allow for safe ablation of the left pulmonary veins.